Event description:
It was reported to philips that all the leads went out while in use on a patient and device was intermittently shutting down. A philips repair bench technician evaluated the device and was unable to confirm the issue. However, as the symptom was intermittent, the technician traced the issue to a faulty power pca. The repair bench technician replaced the power pca. The device passed all performance assurance tests and was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that all the leads went out while in use on a patient and device was intermittently shutting down. There was no adverse event to the patient or user.